Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Attemps are being made to collect more information. This report will be updated when the investigation is complete. This event occurred in (B) (6).

Event description:
Allegedly revised due to dislocation.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Product not returned. Complaint history reviewed. Package insert reviewed. Product conformance could not be determined. Use of device could not be determined.

Event description:
Allegedly revised due to dislocation.